Event description:
During a standard treatment while working on tooth# 29, the patient's cheek was burned to the size of the back cap. No ointment or medication was given for burn, but patient was instructed to do warm salt water rinses.

Manufacturer narrative:
The analysis of the handpiece did show that the head was dented. This caused the back cap to stick in, causing unusual inner friction and finally the heat up of the head. In addition, the drive and the intermediate parts mounted in the head of the hand piece have been worn. The dent is out of experience the result of a hit, e.g. A drop during the reprocessing. The higher temperature is likely to cause a stronger wear, hence other parts, like the drive and the intermediate may have a higher fatigue. A visual and functional test prior to each treatment are requested by the user instruction and would hence be mandatory. Reported due to the 2 year presumption rule.